Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported a discordant, falsely depressed potassium (k) patient result was obtained on the dimension vista system. Siemens headquarters support center (hsc) has completed the investigation of the event. Hsc evaluated the instrument data logs. The cause of the discrepant k result cannot be confirmed; however, it is specific to the patient sample. No product problem has been identified. Qc was within range at the time of testing. Hsc concluded that the data indicated a sample specific issue, however a specific cause cannot be identified. The device is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant depressed potassium (k) result was obtained on a patient serum sample on the dimension vista 1500 system. This result was reported to the physician who questioned the result. The sample was reprocessed at a later date and a higher result was obtained in agreement with the result on a new sample processed at an alternate facility. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant depressed potassium result.